Event description:
It was reported that the ventilator had an issue with the screen. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and found that the screen holder was damaged and requested a replacement. As no further information was provided, it is unknown under which circumstances the failure occurred or if the panel holder had been subjected to high mechanical stress in one moment while in use (that could have happened if the operators have been using the panel as a handle when moving the system, instead of using the dedicated handle on the mobile cart, and thus exposing the panel to forces greater than it has been designed for). In case of broken panel holder, it may lead to stop of ventilation (extubation) or injury. Due to previous complaints, the panel holder design was changed to strengthen the holder even more. This design change was implemented may 2016. Our conclusion into this matter is that the panel might have been exposed to a mechanical force greater than it¿s designed to sustain.

Event description:
Manufacturers ref: #(B)(4).